Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, chest pain was experienced. The target lesion being treated was located in the left posterior descending artery (l-pda). The lesion was 70% stenosed, 3mm in diameter and 10mm long. The lesion was treated with direct stent placement of a 2.75x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, the patient developed chest pain non-cardiac ischemia and was hospitalized. The event was resolved without residual effects. The patient was discharged 3 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, chest pain was experienced. The target lesion being treated was located in the left posterior descending artery (l-pda). The lesion was 70% stenosed, 3mm in diameter and 10mm long. The lesion was treated with direct stent placement of a 2.75x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, the patient developed chest pain non-cardiac ischemia and was hospitalized. The event was resolved without residual effects. The patient was discharged 3 days later on aspirin and prasugrel.